Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip tip was broken off. The piece that broke off was not returned with the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. No other damage was found.

Event description:
It was reported that one of the tips on the fenestrated bipolar forceps instrument broke off completely prior to starting a da vinci surgical procedure. No fragments fell into the patient, patient harm, adverse outcome or injury was reported.